Manufacturer narrative:
Customer service requested that the product be returned for evaluation.  Multiple attempts to contact the customer for additional information via email and phone about the alleged incident went unanswered. The product involved in the complaint was not returned for evaluation/investigation.  Therefore, no conclusions can be drawn at this time. The cause of the alleged fire with the freestyle breast pump cannot be determined at this time.

Event description:
The customer reported to customer service on (B)(6) 2016, that her freestyle breast pump allegedly caught fire.